Event description:
Invalid result. Customer had 3 tests where he performed the test correctly but no lines appeared. He did send a picture of one of the results.

Manufacturer narrative:
Case outcome: final product manufacture and qc record for (B)(4). No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer had 3 tests where he performed the test correctly but no lines appeared. He did send a picture of one of the results.